Manufacturer narrative:
(B)(4). The steerable guide catheter was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the air found in the device, which, if used, has the potential to cause or contribute to patient injury. It was reported that air was found in the hemostatic valve of the mitraclip steerable guide catheter (sgc) after the device was de-aired. The system was de-aired a second time, but air entered the hemostatic valve of the sgc again. The device was not used in the patient. Another sgc was used to complete the procedure without further incident. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported leak was not confirmed via returned device analysis. The hemostasis valve held fluid column with no visible leaks or air bubbles present during analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a definitive cause for this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.